Manufacturer narrative:
Non-healthcare professional product event summary: the balloon catheter, 2af284 with lot number 90097 was returned and analyzed. Visual inspection of the balloon catheter showed it had a kink on the guide wire lumen under the balloon. Smart chip verification indicated the catheter was used for 1 injection. Inflation showed the kink on guide wire lumen under the balloon, and dissection showed a guide wire lumen kink at 1.412 inches from the tip inside the balloons. The catheter passed the performance test and electrical integrity as per specification, impedance was also within specification. Inflation was sustained for more than 2 minutes. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter appeared to have a shaft kink out of packaging. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter was returned and subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.